Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause based on the limited information provided by the customer. No adverse event was reported.

Event description:
The customer received questionable ion selective electrode (ise) sodium and potassium results for one patient sample. Of the data provided, only the sodium results were discrepant. The original sodium result from the primary tube was 122 mmol/l. This result was reported outside of the laboratory. The patient, who was an outpatient, was called into the ER based on the result. Another sample was collected in the ER and the results did not match. Specific data was not provided. The original sample was poured off and re-centrifuged. The sample was then repeated on the same module and on another c501 with results of 133 and 135 mmol/l. The repeat results were deemed to be correct because they matched the other sample that was collected when the patient was in the ER. The patient was discharged and no treatment was given. The patient was not adversely affected. The sodium electrode lot number was t47 with an expiration date of 11/28/2013. The customer declined a service visit and stated that because another 25 samples matched previous results, he deemed this to be a sample specific issue.